Event description:
The sales rep reported a knee revision surgery due to looseness of the knee. The surgeon removed and replaced the tibial insert and retaining bolt. The original implant surgery was in 2010, with the exact date not available. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary: the implant was not returned for exam and lot info was not provided for review of mfg records.